Event description:
The manufacturer sales rep reported that the device overheated during testing prior to a procedure at user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.